Event description:
Purchased bandages in person at (B)(6) to protect a one-inch second degree burn, but had a severe allergic reaction with rash and blistering to the bandage despite no prior allergies known to adhesives. This caused a new injury and rash around the burn. The severe reaction began after 24 hours of exposure and a single exchange of bandage at 12 hours. Three days have passed since the last exposure and the allergic response is still persistent. After researching this item online, it seems multiple people have had an adverse reaction to this product. (B)(4).